Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient¿s endotracheal tube was removed and replaced due to an unspecified mechanical failure. The customer reported the event caused "inhalation pneumonitis" however the patient is now stable.